Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4)) displayed ua45 (not at "home" position after power-on/restart) error message" was confirmed during functional testing and archive data review. The root cause for the reported issue was due to user error. Upon visual inspection, no physical damage was observed. Upon powering on, the platform displayed ua45 (drive shaft not at home position) error code during initial functional testing. The encoder drive shaft was not within the acceptable range. The drive shaft has been rotated to home position to clear the ua45 error message. The archive data review showed occurrence of ua45 (not at "home" position after power-on/restart) error messages on the reported event date. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The autopulse user guide instructs to clear (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there were three similar complaints reported for the autopulse platform with sn (B)(4). (B)(6) was reported on (B)(6) 2012, (B)(6) was reported on (B)(6) 2013 and (B)(6) was reported on (B)(6) 2016. The encoder drive shaft was not within the acceptable range and the drive shaft has been rotated to home position to clear the ua45 error message. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) was used on a (B)(6) year old male cardia arrest patient who had a history of lung cancer and was found pulseless on the ground with bystander CPR. Upon deployment the autopulse platform displayed ua45 error message. The crew reverted to manual CPR immediately. However, a return of spontaneous circulation (rosc) was not achieved and the patient expired. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
As reported, the crew arrived on the scene in response to a (B)(6) year old male patient in cardiac arrest. The patient had a history of lung cancer and had signs of previous tracheotomy with scar tissue present possibly due to the history of lung cancer. The cardiac arrest was witnessed by family on scene. Upon crew's arrival the patient was found pulse-less on the ground with bystander CPR and bvm (bag-valve-mask) ventilation being performed by hcso (health care security ordinance). The crew deployed the autopulse platform for patient use, upon deployment the autopulse platform (sn (B)(4)) displayed ua45 (not at "home" position after power-on/restart) error message. Immediately, the crew reverted to manual CPR. However, a return of spontaneous circulation (rosc) was not achieved and the patient expired after 5 rounds of CPR. The physician advised the termination of CPR efforts. Per user, the patient's outcome was not related to the autopulse device.